Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter; the date reflected in this report is the date on which bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a patient was accessed yesterday using a 0.5-inch port access device (our current ones). When accessed there was no blood return and couldn¿t flush. Nursing de-accessed and tried again thinking maybe in the wrong spot (although they were pretty confident it was) and re-accessed the patient. Same issue with not being able to flush or get blood return. When trying to de-access this time we were not able to get the safety to engage. I ended up de-accessing and fiddling with until I could get the safety to engage once it was removed. While two events occurred during the overall incident (failure to infuse; safety mechanism activation problem), this report captures the reportable malfunction of the inability to engage the safety mechanism.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information: this event caused the clinician inconvenience and the patient multiple pokes. No other adverse event was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.